Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced an arrhythmia which appeared to be atrial driven, possibly supraventricular tachycardia (svt). Anti-tachycardia pacing (atp) and shocks were provided which accelerated the rhythm. It was noted that this patient had not taken their beta blocker for a few days. A pacemaker mediated tachycardia (pmt) episode was observed which appeared to be atrial driven. This crt-d remains in service. No adverse patient effects were reported.